Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for no delivery repeatedly on screen. Customer called again after troubleshoot for no delivery but same alert occurred during bolus and basal. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.